Event description:
Reported problem from dispatch was system exceeds 20r/minute. Dave hickle from the biomedical department. He stated that the physicist report said that the boost value was greater than 20r/minute. Confirmed software version 18.

Manufacturer narrative:
Service representative investigated system. System working as designed. System returned to service.